Manufacturer narrative:
(B)(4). This device included in the medical device correction, "unretrieved device fragments models 3093 and 3889 interstim tined leads", educational brief/physician communication ((B)(6) 2010).

Event description:
It was reported that the patient had their neurostimulator system explanted because of a need for an MRI. During the removal procedure, some of the lead was left in the foramen of the patient. We were unable to follow-up with the contact information provided; hence, no further information was obtained.